Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "close door message" was not reproduced. A review of the event history log revealed shut door - power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be defective upper link switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed close door message. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.